Event description:
The following was reported through a review of the article titled ¿intraocular pressure spikes following istent inject and the relationship to aqueous outflow in open angle glaucoma." Reportedly, following trabecular microbypass stent system procedures, five (5) eyes presented at one (1) week postop with intraocular pressure (iop) spikes requiring medication. Additional information has been requested. Please see the attached article for further details associated with the report. This report references the report of elevated iop associated with the g2-m-is device.

Manufacturer narrative:
Publication date used as event date. The devices were not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00027 for the report of elevated iop associated with the g2-w device.

Event description:
Through follow-up, the following additional information was received. Reportedly, the surgeon believes that the underlying pathology of the patient caused the intraocular pressure (iop) spikes, and does not think it was device related. This report references the report of elevated iop associated with the g2-m-is device.

Manufacturer narrative:
MFR# reference: (B)(4). Please reference report 2032546-2023-00027 for the report of elevated iop associated with the g2-w device.